Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, device appearance (observed 40 mm dark patch edge material inside gel device), crease flat, wear abrasion, red particles in the gel, red particles in the surface of the shell and overweight. A microscopic analysis was performed which identified a sharp edge broken assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp broken posterior side assessed as an unidentified (tear) opening. The event of "seroma - late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern with the product.

Event description:
Healthcare professional reported a left side implant exchange from textured to saline devices due to the patient's concern with the product, "implant had leaked", and "large amount of brown fluid in pocket". Device has been explanted.